Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. The customer's blood glucose level was 260mg/dl. The customer connected the pump to a power source to charge and the pump turned on. The customer reloaded the same cartridge and resumed insulin therapy.